Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had low impedance. The polarity was switched, tested and found to resolve the issue. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.